Event description:
Adverse event(s): "hyperopic surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a hyperopic surprise following intraocular lens (iol) implant surgery. In a follow-up, it was reported that the surgeon does not blame the iol for the event: the pt had previous refractive surgery which makes it very difficult to choose the correct power lens. The iol remains implanted at this time. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/06/2010 and 04/15/2010 by phone, fax, and mail. Medical records were received on 04/02/2010. A completed questionnaire has not been received. (B) (4). (B) (4).